Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 a second lead revision was performed today due to the patient moving the device overnight, causing the lead to dislodge again. Lead remains implanted. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was successfully repositioned after dislodgement, possibly due to twiddlers syndrome. Lead remains implanted. Should additional information become available, this file will be updated.